Event description:
It was reported that the ilet bionic pancreas repeatedly generated alert 41 instructing a restart, and the alert persisted despite multiple restarts, consistent with an insulin delivery mechanism malfunction involving the insulin shaft rewind and absolute range errors; a replacement device was issued and the previous device was requested for return. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical interventions. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.